Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 405cc gel breast prosthesis (left device) and a mentor memorygel breast implant 350cc gel breast prosthesis (right device) developed capsular contracture in both of her breasts post implantation (baker grade IV in left breast, baker grade ii in right breast). Bilateral capsular contracture was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-mar-2022, mentor received additional information about the event. Mentor became aware that the patient had her removed breast prostheses replaced with a mentor memorygel breast implant 425cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) following explant surgery. Manufacturer¿s reference number: (B)(4).